Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: oct 14, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint foreign material was received stuck to the outside of the handpiece. The material was isolated for storage inside of a sterile bag. The handpiece was disassembled and inspected for additional material, no additional material was identified. Conclusion: the reported complaint issue of hair on lens was identified during product evaluation. The product did not meet specifications. The operators from miq, first pack and boxing operations that performed visual inspection for this production order omitted to perform thorough visual inspection, leading to a non-conforming unit. An awareness training was given to all production areas to reinforce the good aseptic practices in the non classified and classified areas to avoid contamination and/or hair exposure on device during the manufacturing process of the product. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was inserted into patient's right eye, however, a fiber/ hair was found on the lens. No other intervention was required and the lens remains implanted. No other information was provided.

Manufacturer narrative:
Section weight and ethnicity unknown/ asked but not available. Asku. If explanted, give date: not applicable, lens remains implanted in the eye. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.